Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating, jaws glowing amber red, in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: maquet received the device on 11/12/2009. The visual inspection revealed that the cold jaw boot insulation had a burnt mark. It was also observed that cutter wire was burnt. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4).